Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customers blood glucose (bg) level reading "high". Customer did not do anything to correct the high bg. The customer continued to use the pump for insulin therapy.